Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, brown particles, opening. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identified crease smooth opening on posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed a fold flaw opening. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "serous fluid" and device was implanted against product labeling. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.